Event description:
Ventilator, which was recently checked by therapist, was working. Pt removed from vent due to deterioration of condition for CPR. After CPR pt reconnected to vent. Improper vent function noted at that time. Pt not receiving prescribed volume. Vent removed from service and replaced with functioning unit.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-95. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, none or unknown, valve - flow, valve - peep. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.